Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device is exhibiting behavior consistent with a premature battery depletion (pbd). In (B)(6) 2023 the remaining battery longevity was 1 year, 5 months. At the most recent device check the estimated battery longevity is now 9 months. The physician reported that at the post-op device check in (B)(6) 2023 thresholds were high. In (B)(6) 2023, there was high, out of range pacing impedance (greater than 3,000 ohms), increased thresholds and failure to capture on the right ventricular (v) channel. On (B)(6) 2023, the rv wave was re-positioned, and all measurements were within normal range post-surgical intervention. A technical service (ts) consultant was asked to review device data. Ts provided recommendations for a system replacement. The device remains implanted. No adverse patient effects were reported. Additional information was received indicating that this pacemaker device was explanted due to suspected premature battery depletion (pbd). A new device was implanted. The explanted device is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker device is exhibiting behavior consistent with a premature battery depletion (pbd). In (B)(6) 2023 the remaining battery longevity was 1 year, 5 months. At the most recent device check the estimated battery longevity is now 9 months. The physician reported that at the post-op device check in (B)(6) 2023 thresholds were high. In (B)(6) 2023, there was high, out of range pacing impedance (greater than 3,000 ohms), increased thresholds and failure to capture on the right ventricular (v) channel. On (B)(6) 2023, the rv wave was re-positioned, and all measurements were within normal range post-surgical intervention. A technical service (ts) consultant was asked to review device data. Ts provided recommendations for a system replacement. The device remains implanted. No adverse patient effects were reported. Additional information was received indicating that this pacemaker device was explanted due to suspected premature battery depletion (pbd). A new device was implanted. The rv lead for this system remains implanted, and normal measurements were seen with the new implanted device. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned, and analysis completed.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in (B)(6) 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker device is exhibiting behavior consistent with a premature battery depletion (pbd). In (B)(6) 2023 the remaining battery longevity was 1 year, 5 months. At the most recent device check the estimated battery longevity is now 9 months. The physician reported that at the post-op device check in (B)(6) 2023 thresholds were high. In (B)(6) 2023, there was high, out of range pacing impedance (greater than 3,000 ohms), increased thresholds and failure to capture on the right ventricular (v) channel. On (B)(6)2023, the rv wave was re-positioned, and all measurements were within normal range post-surgical intervention. A technical service (ts) consultant was asked to review device data. Ts provided recommendations for a system replacement. The device remains implanted. No adverse patient effects were reported. Additional information was received indicating that this pacemaker device was explanted due to suspected premature battery depletion (pbd). A new device was implanted. The rv lead for this system remains implanted, and normal measurements were seen with the new implanted device. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this pacemaker device is exhibiting behavior consistent with a premature battery depletion (pbd). In november 2023 the remaining battery longevity was 1 year, 5 months. At the most recent device check the estimated battery longevity is now 9 months. The physician reported that at the post-op device check in (B)(6) 2023 thresholds were high. In (B)(6) 2023, there was high, out of range pacing impedance (greater than 3,000 ohms), increased thresholds and failure to capture on the right ventricular (v) channel. On (B)(6), 2023, the rv wave was re-positioned, and all measurements were within normal range post-surgical intervention. A technical service (ts) consultant was asked to review device data. Ts provided recommendations for a system replacement. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.